Event description:
This spontaneous report was received from a (B)(6) health care professional and concerns a male patient. He was injected with radiesse (+) into the jaw, for definition and contour, on (B)(6) 2024. Batch number was reported as a00155750 (expiry date: 27-aug-2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00155750 (expiry date: 27-aug-2025). A lot of searches in the global safety database was conducted. On (B)(6) 2024, 3 days after the radiesse (+) injection, the patient experienced necrosis and, per patient, he was not well cared for by the clinic staff. The patient received appropriate care by a nurse from the clinic who was not in training. On (B)(6) 2024, reported as on sunday, the patient took an aspirin and applied hot water tablets and massages. On (B)(6) 2024, reported as on monday, the patient was evaluated by physician and was in a hyperbaric chamber for 80 minutes. This improved the situation. Since then, the patient continued to take aspirin 80 mg and advil every 4 hours. Photos were provided and everything seemed ok and reportedly the necrosis had resolved. The outcome of the event was reported as resolved, in october 2024. Follow-up information was received on 25-oct-2024: on (B)(6) 2024, reported as a day prior to the time of this report, physician saw the patient and everything seemed like it was back to normal. Physician prescribed him prednisone for 6 days, duricef antibiotics for 10 days and aspirin 325 mg for prevention and was going to have regular follow-ups. The outcome of event remained unchanged. Follow-up information was received on 29-oct-2024: the serious event partial occlusion was added. He was injected with a total of 0.1 ml of radiesse(+), into the right lateral side of the chin, on the bone. He was injected with microdrops of 0.01 ml per drop, in a circular fashion totaling 0.1 ml, as reported. The patients medical history, concomitant medication or known allergies were reported as none. He had hyaluronic fillers and botox injections in the past, without adverse reactions. After the radiesse(+) injection, the patient experienced mandible crease crusting and darkening of skin color. Final diagnosis was confirmed as partial occlusion/necrosis. Corrective treatment included a hyperbaric oxygen chamber and cortisone medication orally. The situation was completely resolved. The outcome of the event remained unchanged for the previously reported event and is reported as resolved for the partial occlusion. In the opinion of the reporter the reaction was related to both the radiesse(+) and the injection procedure, causal relationship to radiesse(+) could not be excluded due to patients condition or allergy and a causal relationship for the events could not be excluded.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events injection site necrosis and vascular occlusion, were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse + lidocaine, lot number a00155750, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformance's were noted related to this lot.

Event description:
Follow-up information was received on 15-nov-2024: this issue was resolved. The outcome of events remained unchanged.